Event description:
It was reported by the rep that the (1) hp052 was going to be used for a demonstration and did not work. The device emitted a sloid tone after being connected and activated. It was tested and got the same result. There was no pt consequence.